Event description:
It was reported that the ventricular lead exhibited high thresholds. When attempting to reposition the lead, it appeared that the lead was fractured. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.